Manufacturer narrative:
(B)(4). Incision enlargement. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The sample was inspected at 10x microscope magnification. Visual inspection reveals that the lens is cut. The lens was observed broken and has no haptic on one side. The other haptic is cut. Also surface particles and fibers were observed. The condition of the iol is consistent with one that has been explanted. Manufacturing related cause was not identified. Initial report states ¿customer stated dr. Noticed broken haptic after lens was inserted.¿ therefore the investigation results reasonably suggest that the cause of the lens condition is related to user error. The condition of the returned iol precluded further investigation. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
We received a report that after implanting a z900200195 intraocular lens (iol) the surgeon noted the haptic was broken. The surgeon enlarged the incision and removed the iol. No patient injury was reported.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. All pertinent information available to the manufacturer has been submitted. Placeholder.